Event description:
It was reported that the patient was not able to adjust her stimulation. The device was powered off. The pt programmer status lights were assessed and it's 9v batteries were replaced. The stimulation still did not work. Through troubleshooting, the pt programmer was found to be working as intended. The ipg gave no response. Further information is being requested from the hcp.